Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-10036 and 2134265-2016-10035. It was reported that automatic pullback failure occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified middle right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During percutaneous coronary intervention (pci), the physician attempted to perform automatic pullback however, the device did not perform automatic pullback well. Furthermore, the physician noticed a very stiff feeling with noise while doing pullback. Thus, the device failed to read the lesion. After trying several times, the physician opted to change the device with another opticross¿ imaging catheter and completed the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the catheter flushed normally and the telescope was able to properly pullback when the imaging core was fully retracted and fully advanced, no abnormal noise was observed during functional testing of the device. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-10036 and 2134265-2016-10035. It was reported that automatic pullback failure occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified middle right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During percutaneous coronary intervention (pci), the physician attempted to perform automatic pullback however, the device did not perform automatic pullback well. Furthermore, the physician noticed a very stiff feeling with noise while doing pullback. Thus, the device failed to read the lesion. After trying several times, the physician opted to change the device with another opticross¿ imaging catheter and completed the procedure. No patient complications were reported and the patient's status is good.